Event description:
It was reported during in clinic follow up that the atrial lead showed oversensing events due to noise. Inappropriate mode switches were noted. The lead was explanted and replaced. The patient was asymptomatic and stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion which is consistent with friction to device can that exposed the outer coil. The cause of the reported oversensing event was due to exposure of the outer coil at the abrasion zone.